Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 8 infusions set tube leakage at near site event on 30-april-2024. Infusion set has been used for less than 2 days. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.